Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown, patient age is not provided / unknown, patient weight is not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that primary stability was not achieved for implant tsv4b13.

Manufacturer narrative:
Corrected : code 02 changed to code 81 due to summary investigation.

Event description:
No further event information available at the time of this report.